Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, difficulty was encountered deflating the balloon. A syringe was used to deflate the balloon. No pt injuries or complications occurred.